Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
The patient's spouse reported that the implantable cardiac monitor (icm) fell out of the patient's chest. The manufacturer's device implant records do not indicate that the icm was replaced. No patient complications have been reported as a result of this event.